Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 31oct2018 the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
It was reported that the device has a display and damage issue. There is a damaged front case and a dark spot on the display. No additional information was provided. There was no patient involvement. Service: display / screen.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 31oct2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
It was reported that the device has a display and damage issue. There is a damaged front case and a dark spot on the display. No additional information was provided. There was no patient involvement. Service: display / screen.